Event description:
It was reported that the customer was hospitalized for low blood glucose levels and that the insulin pump alarmed no delivery during a bolus attempt. The customer stated that 4 days prior, the insulin pump did not work at all, and she was not feeling well. The blood glucose reading was 540 mg/dl, and she treated with a manual injection. On (B)(6) 2014, the customer was hospitalized with a blood glucose reading of 42 mg/dl. She stated that she felt shaky and could not concentrate. She stated that by the time she was hospitalized, she was already starting to wake up and was treated with juice. The customer was wearing the insulin pump at the time of hospitalization. Advised the customer to call for troubleshooting if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report #2032227-2014-22150.